Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 544 mg/dl at the time of incident and the current blood glucose level was 544 mg/dl. The customer¿s blood glucose level was 600 mg/dl, 560 mg/dl and 516 mg/dl. The customer also reports that the insulin exited at the quick release. Based on customer report customer does not allege pump was under delivering. The device will be retuned for analysis.